Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2017. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected pocket infection. The entire system was explanted. No further patient complications have been reported as a result of this event.